Manufacturer narrative:
(B)(6). (B)(4)-incomplete. The exp date is currently unavailable.. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during an ac joint repair using an allograft and 5x12mm milagro br screws, it was observed that the screw broke in half upon insertion. The surgeon removed half of the screw but deemed the remaining half intact and capable of fixation for the graft. The surgery continued without delay or patient harm. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the complaint device is not available for a physical evaluation as the screw broke in half upon insertion and the remaining half was left implanted in the patient. Moreover, no pictures were provided, hence, this complaint cannot be confirmed. The information provided stated that the patient had strong bone, and there is a possibility that the insertion was off axis due to the excessive amount of torque placed on the driver. These factors could¿ve contributed to the reported failure. However, we cannot discern a definitive root cause at this time. Furthermore, a non-conformance search was performed for this part/lot combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 21september2018: it was noted the procedure was occurring in the shoulder. The patient had strong bone quality. The insertion may have been off axis; it was noted a good amount of torque was placed on the driver. No additional screw was used for fixation at that particular site. There was no delay in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).